Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mpfl (medial patellofemoral ligament reconstruction) surgical procedure, the blade broke. It was also reported that the broken fragment was noticed during x-ray and was removed from the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that a combination of excessive pressure, seen by the markings on the mount along with contact with metal surgical instruments, seen by the damage to the teeth, could have caused the blade to break at the mount. The IFU of handpieces associated with this blade warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that during a mpfl (medial patellofemoral ligament reconstruction) surgical procedure, the blade broke. It was also reported that the broken fragment was noticed during x-ray and was removed from the patient. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.